Event description:
The following was reported to gore: on (B)(6) 2026, the patient underwent endovascular treatment for an abdominal aortic aneurysm with impending rupture using gore® excluder® aaa endoprosthesis devices. A trunk¿ipsilateral limb endoposthesis and two contralateral limb endoprosthesis were implanted, followed by proximal deployment of an aortic extender endoprosthesis. During touch up ballooning of the aortic extender using a non-gore balloon, the extender became flared owing to overinflation. After balloon deflation, the patient developed hypotension, and angiography demonstrated rupture of the abdominal aorta. The procedure was converted to open surgery. All stentgrafts were explanted, and an abdominal aortic graft replacement was performed. According to the physician, the non-gore balloon had been overinflated, and the rupture occurred at the edge of the aortic extender, just below the left renal artery.

Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Emdr section h6, code d1102 updated to reflect results of investigation (d15 and d12 were removed). Neither images enabling direct assessment of product performance nor the device itself were returned for evaluation. The reported information indicates the deployed aortic extender became flared after the balloon was over-inflated during ballooning with a non-gore balloon resulting in the aorta rupture. The device instructions for use provide instruction for properly positioning and carefully inflating the molding balloon after aortic extender deployment. The cause of the reported aortic rupture may be attributed to over-inflation of the balloon after device deployment as reported.